Manufacturer narrative:
(B)(4). To date the sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during a procedure, an end tone, indicating a completed seal cycle, was heard but sealing was not completed. Another device was used to complete the procedure without incident. There was no issue damage, no bleeding and no pt injury.